Manufacturer narrative:
Investigation findings: the applicable quality records were reviewed, which revealed the lot met all release specifications. There were no discrepancies noted on the work order. The complaint files were reviewed and there have been no like complaints reported on this lot number. Correction: replacements were sent. Root cause analysis: undetermined, this appears to be an isolated occurrence. Corrective action and/or systemic correction action taken: none taken. Preventive action: none taken. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides information which changes the content of this report.

Event description:
Bovie pen wouldn't function and had to open another one that did function correctly - wouldn't cut.